Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of unspecified issue. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and straight leading haptic was observed. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle. The plunger is at the trailing optic edge. The trailing haptic is folded onto the optic. The leading haptic is extended straight. The plunger, lens and haptic positions are acceptable. The presentation of straight-leading haptics is addressed in the product instructions for use (IFU), where it is provided that delivery may proceed with caution and should be managed based on the outlined instructions. While straight leading haptics may occasionally occur, close adherence to the IFU provides the best opportunity for optimal delivery. Possible associated factors may also include: use of a non-qualified viscoelastic or balanced salt solution (bss) in the delivery system. Material properties of non-qualified ophthalmic visco-surgical devices (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 °c (64 °f) to 23 °c (73 °f). Ovd should be allowed to come to operating room temperature over a 30 minute timeframe prior to use. Any of the above factors alone, or in combination, may lead to an event such as reported. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).